Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and four photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Resistance was encountered and the tip shield could not be decoupled, confirming the reported defect. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. In process sampling and vision inspections are conducted to mitigate the occurrence of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
The customer reported as follows: it was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after placing the catheter in a patient. The following information was provided by the initial reporter, translated from japanese to english: "after placing nexiva to a patient, the hcp attempted to retract the needle but the pushtab (verbatim: needle cover) was not separated from the catheter septum (verbatim: catheter hub)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage after placing the catheter in a patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "after placing nexiva to a patient, the hcp attempted to retract the needle but the pushtab (verbatim: needle cover) was not separated from the catheter septum (verbatim: catheter hub)."